Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 cgm to the ilet, with the system remaining in pairing for an extended period until troubleshooting steps were performed, including mode toggle between g6 and g7, device restart, and re-entry of the pairing code, after which pairing completed and glucose values appeared. Symptoms included no adverse physiological effects and no change in blood glucose. Outcomes included no need for medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a temporary connectivity and pairing failure between the cgm and the ilet that resolved after software settings adjustment and device restart, with no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related setup or configuration error leading to a transient communication issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.